Event description:
In 2003, while using the sound processor, the pt reportedly experienced an overly loud sensation followed by no sound. Six months later, the pt was seen at the center for device evaluation. The audiologist was unable to obtain lock. Surgery to explant the pt's c1 device will be scheduled.